Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 7014513.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent explant procedure. No further information has been obtained despite good faith efforts.